Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician observed an exit block in the right ventricle during a post-implant follow-up. The physician elected to explant the device. The patient was stable post procedure.